Event description:
Related manufacturer's reference number: 2017865-2021-32149. Related manufacturer's reference number: 2017865-2021-32153. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown.

Manufacturer narrative:
Analysis was normal. No anomalies were found.